Event description:
It was reported that a pump alarmed for "upstream occlusion!" Multiple times during a test infusion of water, running at a rate of 150 ml/hr. The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval confirmed the reported symptom. The upstream sensor signal output was below specification, caused by dried residue on the sides and inside edge of one of the sensor's crystals. The device was not within specification in relation to the reported symptom. The upstream sensor assembly was replaced.